Event description:
The customer contacted spacelabs healthcare technical support to report that while monitoring telemetry patients, their xhibit central station (xcs) unexpectedly failed. During the call it was clarified that the displays of the xcs were in sleep mode and the power light on the xcs cpu was blinking. The technical support representative advised the customer that a field service engineer (fse) would need to evaluate the device. A spacelabs healthcare fse was dispatched and was able to verify the reported problem. The fse could not restore the functionality of the xcs while on site and recommended that the customer disassemble and clean out the unit. If the unit still failed after disassembly and cleaning, the customer was advised they would need to send the device in for repair. A technical support representative attempted to contact the customer to get an update on the device; however, numerous attempts have been unsuccessful. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.